Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 12/22/15, 1/6/16 medical records received. Medical records reported hetetropic ossification, recurrent effusions, instability issues since tka, difficulty mobility, and moderately painful crepitus. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 8, 2016.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received. A correct doi was provided. After review of the medical records for MDR reportability, part/lot was provided and it wad discovered the cement manufacturer was depuy so it is now being reported.

Event description:
Patient claim received. Patient is requesting compensation because his knee "failed" update rec'd (B)(6) 2015 - patient correspondence received. Patient called saying she had her husband's explant, but that they were not sending it in. There is no new additional information that would affect the outcome of the investigation. Update (B)(6) 2015 - medical records received. A correct doi was provided. After review of the medical records for MDR reportability, the revision operative note indicated pain/discomfort, significant poly wear with delamination, inverted patella, significant synovitis, loose femoral and tibial components, notching of the femur, and previous fracture of the medial condylar bone of the femur. Manufacturer of the cement is unknown at this time. The unknown knee is being changed to an unknown poly insert. The complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
(B)(4). On the basis of the received medical records, x-rays, device history records, and examined components, there is no indication of component defect. There are numerous factors that can influence of the success of a knee arthroplasty. In this case, the patient's reported activity level and previous injuries may have contributed to the observed polyethylene damage and his reported pain. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search found a previous report for the mbt cem keel tib tray sz4. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combination. A worldwide complaint database search found no other reported incident(s) against the remaining product/lot combination(s) since release for distribution. Medical records and x-rays were received and reviewed. From a medical perspective, based on the information available to be reviewed in the medical records, it is not possible to determine if the complaint is product related. All available x-rays were reviewed, and no evidence of anything indicative of a device nonconformance was found. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.